Event description:
It was reported that this right ventricular (rv) lead was explanted due to multiple causes, including loss of capture due to dislodgment and an insulation anomaly at the suture sleeve area. The dislodgment was confirmed through fluoroscopy. Upon opening the pocket, the physician noted multiple scars and some insulation breakage. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to multiple causes, including loss of capture due to dislodgment and an insulation anomaly at the suture sleeve area. The dislodgment was confirmed through fluoroscopy. Upon opening the pocket, the physician noted multiple scars and some insulation breakage. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.